Event description:
Boston scientific received information that the patient with this pacemaker stated she has recently had problems with syncope, dizziness, and shortness of breath. It was noted that the device had recently been checked, however there was no anomalies noted that could explain the patient symptoms. The patient had an electrocardiogram shortly thereafter, which indicated the patient had a bundle branch block. No adverse patient effects were reported. The patient will continued to be monitored by her physician.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.